Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical component failure led to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had an internal circuit board malfunction. There was no patient involvement.

Manufacturer narrative:
This supplemental emdr is submitted to update h7 and h9.

Event description:
No additional information received from customer.